Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for leaflet tear. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4 with calcification and thick leaflets. A mitraclip ntr was advanced, however, the leaflets were unable to be grasped due to the clip having short arms. The device was removed. A mitraclip xtr (90323u119) was advanced and grasping was achieved. During leaflet insertion, the leaflet had torn resulting in the loss of leaflet capture. Grasping was attempted several times without success. The device was removed. Another mitraclip ntr was advanced and after several failed grasping attempts, the device was removed. No clips were implanted and the procedure was aborted. Post procedure mr remained at grade 4. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported for failure to adhere or bond from this lot. All available information was investigated and the reported failure to adhere/bond (leaflet grasping and leaflet capture) appears to be due to challenging patient anatomy/morphology (calcified and thick leaflets). The reported patient effect of mitral valve injury (tissue damage) as listed in the mitraclip ntr/xtr system instructions for use, is known possible complications associated with mitraclip procedures. However, the reported tissue damage appears to be due to procedural circumstances as multiple leaflet capture and grasping attempts were made to grasp the challenging calcified and thick leaflets. There is no indication of product quality issue with respect to manufacture, design or labeling.